Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted nephrectomy surgical procedure, the fenestrated bipolar forceps were found broken. The device was not used on the patient and was replaced with a backup. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter noted that the black wire was exposed but they were not sure how to check for thermal damage in the operating rooms. It was also noted that the distal tip had wires exposed between the forceps.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have severely bent grips, causing misalignment of the grips. There was a 0.0555¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. The complaint regarding the device being broken was confirmed by failure analysis.